Manufacturer narrative:
Additional information : the device was manufactured between october 11, 2018 - october 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unknown location. The leak was discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.